Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 03/06/2015 with the following findings: the display is dim/fading/reddish, the bolus button cover is missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 03/06/2015.